Manufacturer narrative:
Patient age is reported as approximately (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a proximal femoral nail antirotational (pfna) nail implant procedure on (B)(6) 2018, the blade would not lock into the nail as expected. Reportedly, the k-wire became stuck in the proximal hole of the nail and it was not possible to drill through with the drill bit. The surgery was successfully completed by freehand, without the aiming arm. Another pfna nail used to complete the procedure. There was no additional medical intervention required. No additional, unanticipated x-rays were needed. There was a 45-minute delay in the surgery due to the reported events. The patient was reported to be stable at the end of the procedure. Concomitant devices: insert handle radiolucent for pfna (part: 03.010.405, lot: 8365827, quantity: 1), aiming arm for pfna blade (part: 03.010.407, lot: 2723030, quantity: 1). This report is for a guide wire 3.2mm for pfna blade. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A device history record review: device history, part: 356.830s, lot: l77228, manufacturing site: selzach, supplier: früh verpackungstechnik ag, release to warehouse date: 14. Feb. 2018, expiry date: 01. Feb. 2028. Part: 356.830, lot: l713986, manufacturing site: bettlach , release to warehouse date: 30. Jan. 2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis.